Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient has an infection following generator replacement surgery on (B)(6) 2014. The patient is currently being treated with antibiotics. The surgeon has seen the patient and plans to monitor if explant becomes necessary. At this time, no surgical intervention has been taken in relation to the infection.